Event description:
It was reported that after the clinician prepped the intra-aortic balloon ('iab') "vacuumed," the catheter could not pass through the sheath. The clinician tried twice to insert the iab through the sheath, however, the iab could not be advanced through the sheath. The clinician requested a datascope fidelity 7.5 fr catheter. This iab was inserted successfully. There was no reported pt complication or injury. "The pt did pass away due to poor condition not the iab insertion difficulty."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.